Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, multiple inappropriate high voltage (hv) therapies on the right ventricular (rv) lead were noted due to lead dislodgement. The lead was capped and replaced, and device was electively replaced. The patient was stable with no adverse consequences.